Manufacturer narrative:
Date rec'd by MFR: 17oct2019. Date of report: 18oct2019. The field service engineer stated that no display was observed and no parts were replaced on this device. The device functions as intended. The field service engineer ran the short self-test(sst) and extended self-test (est) tests which passed before putting the device back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25july2019.

Event description:
The customer reported display issue. There was no patient or user harm reported.